Event description:
On (B)(6) 2013, a 21mm epic heart valve was implanted. Over the past year, the patient presented with progressive dyspnea and was nyha functional class iii / IV. For the past three months, the patient has had increasing effort breathing. An echo was performed showing high gradients of peak 80mmhg and mean gradient of 60mmhg. On (B)(6) 2018, the valve was explanted and a 23mm trifecta valve was implanted. The patient is reported to be stable.

Event description:
A valve return container was requested on 03 february 2018 by the physician secretary. A patient who had been implanted with an epic 21 mm valve on (B)(6) 2013 at a private hospital was to be scheduled for explant due to worsening symptoms. The patient presented multiple times over the past year with progressive dyspnea and nyha class iii/IV. In (B)(6) 2018, there was worsening shortness of breath and an echo was obtained that showed high gradients (80 mm peak/ 60 mm mean) and on (B)(6) the patient underwent surgery to explant the epic and implant a trifecta valve as replacement without any complication. Abbott was made aware of the event on 15 march 2018 during a customer visit with the explanting physician.

Manufacturer narrative:
An event of high gradients was reported. Morphological and histopathological examination revealed cusps 2 and 3 contained tears. Cusp 1 contained a thin layer of fibrous pannus. There was a thin layer of fibrin on cusps 1 and 2, with a basophilic foreign material on cusp 2. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tears and pannus remains unknown. Torn cusps and pannus are consistent with high gradients.